Manufacturer narrative:
Analysis of the software 9733467 fusion ent app (unknown serial/lot #) found insufficient information. Unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. The reported issue is suspected to be related to the computer of the navigation system as it was replaced. This case may be re-opened if additional information is received. Product event summary #fusion issues tracking. Concomitant medical products: other relevant device(s) are. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the site had issues tracking instruments. Site was not specific to what issues they were having other than "they could not track intermittently" they described that they were able to complete the registration but when they went into navigation they could not "see" the instruments. We tried having them open the emitter details window but navigation resumed before they could do this and did not want to touch the system concerned that this may affect it. This occurred intra/peri-operatively with less than one hour delay to surgical time. Patient outcome is unknown.